Event description:
It was reported that during a coronary stent procedure, crossing difficulties of a pre dilated lesion, were encountered. The physician was attempting to cross a severely calcified stenosis in an unknown artery. Upon removal, the physician noted that the stents was damaged. The lesion was dilated for a second time and the physician placed another manufacturer's stentto complete the procedure. Pt status is listed as "fine".